Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient called in regarding how to use their external equipment to lower stimulation as it was uncomfortable. I walked the patient through how to connect to the ins and lower stimulation. The patient said they had lowered stimulation and the program already. Please note that the agent had a hard time following the patient during the call and did their best to answer questions. The patient stated that their stimulation felt like it was getting more comfortable during the call. Reviewed multiple times how to use external equipment and stimulation expectations. The patient will maintain stimulation levels and monitor comfort and symptoms. Additional information was received from the patient. The patient called back regarding previously noted questions. I walked the patient through increasing stimulation to a comfortable level. The patient said they currently have a catheter in and feel "pressure," but they don't know if its the stimulation or the catheter. The patient increased stimulation to a comfortable level. The patient was redirected to follow up with hcp regarding pressure and the catheter. The patient will maintain stimulation and monitor symptoms the patient called back, stating the stimulation was too strong, causing a cramping sensation near their vagina. The patient mentioned they had previously worked with the nurse practitioner at their doctor's office, who had set the patient on program 7, but when the patient got home, the stimulation was not comfortable, so they changed programs and lowered the intensity. The reviewed patient may consider changing back to program 7 since that is what the nurse intended for her to try and keeping stimulation at a comfortable level. The patient appeared to be very confused about the difference between programs and amplitude strength. Ps reviewed how to change back to program 7 and recommended patients increase stimulation until they feel a comfortable stimulation sensation and monitor symptoms. The call was disconnected at this point. Ps made an outbound call back to the patient but encountered no answer and no voicemail option.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.